Event description:
It was reported that after a ladg on (B)(6) 2015, bleeding occurred on (B)(6) since the deployed clip which was used on the central side of the right gastroepiploic artery came off. Then, an urgent abdominal operation was performed. The blood transfusion was performed and the patient received seven units of blood. The amount of the bleeding was unknown. The patient is in the hospital as of (B)(6). There was a possibility that the deployed clip was touched while additional suture was performed at the anastomosis site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number:(B)(4). Date sent: (B)(4) 2015 information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.